Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparo gastrectomy. According to the rptr: while using the device during the laparoscopic procedure, bleeding was noticed, then it was decided to convert to an open procedure to find the source of the bleeding. It took about 2 hrs to find out that the bleeding was coming from the aorta. The amount of bleeding was 3800cc. A sleeve was done to repair the aorta to control the bleeding, and the surgery was then completed. The surgeon did not notice the device had reached the edge of the cavity, but extended the visprt further. After the surgery the bleeding continued, and a re-operation was done next day. It seems that the surgeon pushed the visiport too far in, because the bleeding was coming from the back. Suturing was done to stop the bleeding. The pt suffered a stroke the day after the surgery. Currently, the pt is in ICU. No add'l info at this time.